Event description:
It was reported that the customer was unable to turn their insulin pump on, due to a check settings alarm. Customer's blood glucose level at the time 307mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.